Manufacturer narrative:
Two photos of smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter were returned for analysis. The photos displayed a used 18g viavalve device with evidence of catheter shear. Unfortunately, the photo taken of the complaint sample did not include magnified closed up views of the cannula and catheter bevel tips for evidence of mechanical witness marks or manufacturing damage or of the guard and housing components for excess adhesive or manufacturing damage. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter, was unable to be pushed off the needle and to retract from the needle. It was also reported that it was difficult to remove from the patient, and once it was removed, they noticed the needle pierced the catheter and was hanging off at an angle. No patient consequences were reported. No adverse effects were reported.